Manufacturer narrative:
Immucor technical support received instrument information from an immucor employee at the customer site, and noted that the color check images showed that the reagents pipetted as expected, the camera report was acceptable, and no instrument errors were noted around the date and time of testing. An immucor employee visiting the customer site proactively optimized the camera alignments. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, it was determined that a scenario previously documented by an immucor employee on behalf of a customer site was reportable, after it was initially documented on (B)(6) 2018, for testing performed on an echo lumena instrument on (B)(6) 2018. The scenario was deemed to be an abo mistype.